Event description:
A customer contacted beckman coulter inc. (Bec) stating the unicel dxc 600i synchron access clinical system flagged level sense errors on the cta (closed tube aliquotter) and the wash syringe was leaking. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A loose wash syringe caused the leaking on the system. Bec cts (customer technical support) advised the customer to tighten the syringe and prime the system which resolved the issue. (B)(4).